Manufacturer narrative:
Since no customer material was returned for investigation, determination of the root cause is not possible. An investigation was performed on retention materials. The retention material performed within specifications. No further customer complaints exists for this lot.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results on troponin t quantitative, cardiac reader (tnt cr) for two patient samples. All results are in ng/ml. On (B)(6) 2013, patient (B)(6) had a result of 0.59, which was reported outside of the laboratory. The sample was then run on a cobas 6000 e601 analyzer. The repeat result was <0.01. The repeat result was deemed to be the correct result by the customer. The customer stated that "they took the patient to the cath lab and there negative results or clean cath came back". The customer stated that patient (B)(6) received no treatment and that no adverse events were reported. On (B)(6) 2013, patient (B)(6) had a result of 0.94, which was reported outside of the laboratory. The sample was then run on a cobas 6000 e601 analyzer. The repeat result was <0.01. The repeat result was deemed to be the correct result by the customer. It is unknown if there were any adverse events for patient (B)(6). The customer does not have any further information on patient (B)(6). The lot of tnt cr reagent in use was not provided. The customer stated they did not want a replacement analyzer now. They want to keep the analyzer and not return it to roche. The customer stated they were not going to use the analyzer any more.

Manufacturer narrative:
The lot of the tnt cr strips in use was 28087610 with an expiration date of sep 2013. The reagent lot used on the e601 was 170167 with an expiration date of nov 2013.